Event description:
It was reported that drugged leaked from an unspecified location with a bd ss ext/1y/mp/std/20cm/pb. The following information was provided by the initial reporter, translated from japanese to english: drug leaked. Leaked point is unknown.

Manufacturer narrative:
H.6. Investigation: when we checked the appearance of the two actual products we received, no abnormalities such as damage or deformation were found. After confirming hermeticity (the relevant jis standard: 150 kpa, no pressure leak when pressurized for 15 minutes), no leakage was observed from any location. Since no abnormality was found in this product, this event was presumed to be due to loose connections. No anomaly found on DHR. H3 other text : see h.10.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that drugged leaked from an unspecified location with a bd ss ext/1y/mp/std/20cm/pb. The following information was provided by the initial reporter, translated from (B)(6) to english: drug leaked. Leaked point is unknown.